Manufacturer narrative:
Summary of investigation: batch w92744 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. No quality issues were identified upon this review of the DHR, in process attributes and variable quality checks. Conclusion: the root cause category is nonassignable (complaint not confirmed). The sample is not available at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include inprocess testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class product appearance defects not classified received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch.

Event description:
Black ovals came out and are next to the wrap/they appeared to have slid from the appropriate location. The wrap was still intact and the heat cells were not leaking nor appeared damaged [no adverse event]. Case description: this case has been considered invalid since there is no indication that the consumer experienced an event or allege any deficiency with thermacare, just a product complaint. This is a spontaneous report from a contactable consumer. A 69-year-old female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number w92744, expiration date jun2021) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. She has bought heatwrap for her back for years. She had the thermacare menstrual heat wraps that had three in a pack. On an unspecified date, she had one and threw it out and opened another one. This one had black ovals that came out and were next to the wrap. She did not use either one of those that were affected. She used one that was ok but had problems with the other two. The packaging was reportedly sealed and intact. A sample of the product was available to be returned if requested. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Follow-up (18aug2019): this case has been considered invalid since there is no indication that the consumer experienced an event or allege any deficiency with thermacare, just a product complaint. New information received from a product quality complaints group includes: she indicated the heat cells were not in their "slot" within the wrap. She said they appeared to have slid from the appropriate location. The wrap was still intact and the heat cells were not leaking nor appeared damaged. Follow-up (01oct2019): this is a follow-up spontaneous report received from a product quality complaint group. This report included that: investigation results from site: summary of investigation: batch w92744 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. No quality issues were identified upon this review of the DHR, in process attributes and variable quality checks. Conclusion: the root cause category is non-assignable (complaint not confirmed). The sample is not available at the site for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class product appearance defects not classified received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing related root cause for the complaint. On the basis of this evaluation, a trend does not exist for this batch. Follow-up (17oct2019): this is a follow-up spontaneous report received from a product quality complaint group. This report included that: severity of harm and malfunction assessment from dchu. Severity of harm: s1. Based on the complaint narrative, the patient complained of the cardboard box being open but there was no reported heat cell leakage or serious injury. One of the heat cell slid off to another location within the heat wrap. The seal remained intact. Review of complaint description concludes there is no device malfunction. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. The case was downgraded to invalid upon information received on 18aug2019.

Event description:
Black ovals came out and are next to the wrap [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number w92744, expiration date jun-2021) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she had a heatwrap and threw it out and opened another one. This heatwrap had black ovals that came out and are next to the wrap. She stated she did not use either one of those that were affected. She used one that was ok but had problems with the other two. The packaging was reportedly sealed and intact. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the patient reported "heatwrap had black ovals that came out and are next to the wrap". The device leakage has been identified prior to use of the device and the patient did not use the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed. Comment: based on the available information, the patient reported "heatwrap had black ovals that came out and are next to the wrap". The device leakage has been identified prior to use of the device and the patient did not use the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.